Event description:
During procedure, surgeon was using eea xl 25 circular stapler w/ dst series technology and anvil of stapler broke at base of shaft while being passed through patient muscle tissue. Stapler then became un-useable. Stapler was removed from patient, all pieces accounted for. Manufacturer response for staple, implantable, eea (per site reporter): the device will be returned for failure analysis.